Manufacturer narrative:
Sections with additional information as of 19-may-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications added most likely underline root cause mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Sections with additional information as of 28-june-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H2 device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were returned for evaluation. Reported defect not reproduced. No defect found added most likely underlying root cause mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer initially reported complaint by e-mail and was contacted by telephone. The customer is concerned with test results from results obtained of 159 mg/dl using test strip lot number mx4234s when compared to result obtained of 109 mg/dl using test strip lot number zx4208s; customer was not concerned with the result obtained from zx4208s. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 90 mg/dl and 100 mg/dl using truemetrix meter and test strip lot mx4234s; customer was not satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is 03/2021. The meter memory was reviewed for previous test result history: (B)(6).